Manufacturer narrative:
No products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that the system was having to be rebooted multiple times in the middle of cases. Technical services (ts) inquired what was prompting the reboots and they stated "restricted use." Ts tried to clarify if that was an alert on the pendant or on the image itself and there was no further information available at that time. Biomed wasn't sure if this occurred "yesterday or this morning," either. Delay information was unknown. Patient impact was not available.